Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that upon opening the implant, the scrub technician noticed a hair attached to the surface of the liner.

Manufacturer narrative:
A poly liner and packaging content was returned for review. As returned, the fiber that is shown in the photo provided by the complainant was missing. The device history record (DHR) review shows no anomalies or deviations that would have affected the surgical outcome or contributed to the reported event. This device is used for treatment. This event was found by a scrub tech prior to implantation; therefore, there was no patient risk. A complaint history search found there are no additional complaints for the product part/lot combination involved. A stock investigation was attempted; however, the remainder of the lot was fully distributed with no additional reported observations. Since the hair was found on the package after opening, the root cause cannot be definitively determined.